Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 h6: remove type of investigation code 4114 ¿ device not returned visual evaluation of the returned product found the corner of the tyvek is pulled back. Adhesive residue is present. Sterility has not been breached. The additional information does not change the results of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 expiration date; g3; h2; h3; h6 visual evaluation of the provided photos found the tyvek seal of the outer sterile blister is peeled back. Adhesive residue is present indicating the package was sealed during manufacturing. The sterility or breach thereof, cannot be determined as evaluation of the inner packaging is needed to confirm. Device history record was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the package damaged on avenir complete stem. Product still in package. Intern package sterile. First package not sterile paper box of the stem was closed. It had been folded over and was no longer sterile. Procedure finished with another avenir complete stem with the same size. Attempts have been made and additional information on the reported event is unavailable at this time.